Event description:
The following was reported to hamilton medical ag: summary: large deviation in oxygen concentration.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: this event was a problem with the consumable oxygen sensor, which was used beyond its service life. The oxygen sensor is a kind of electrochemical oxygen sensor. Its service life is generally one year, depending on the oxygen concentration adopted by the clinical department. The higher the oxygen concentration in use, the faster the oxygen sensor is consumed, and the shorter the service life will be; vice versa. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and failure of the oxygen sensor are clearly described in the IFU. Clinical staff should regularly check the consumable accessories and timely replace them when they are expired to ensure their function. Otherwise, the machine will give alarms and could not be used normally. This event was due to the consumable oxygen sensor being worn out, and could be solved by replacing the oxygen sensor. In summary, this event is not a problem with the product itself, but caused by the use of the consumable oxygen sensor beyond its service life by the clinical staff. In addition, (1) the "oxygen sensor was used up" alarm is not a defect but a safety mechanism. Oxygen concentration monitoring involves patient safety, and this alarm is a reminder to the user. (2) the oxygen sensor alarm does not affect the use of the machine. Correction: reason for not taking control actions: 1. This event was due to a problem with the consumable oxygen sensor, which could be solved by replacement, and was not related to the quality of the product itself. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The alarm was found by the medical staff during start-up, and the machine was not used for the patient, so no injury was caused to the patient. It belongs to "the event unlikely to cause death or injury"; therefore, this event does not meet the definition of an adverse event and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: summary: large deviation in oxygen concentration.